Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery.

Event description:
It was reported that during the fill tubing step during the load sequence, insulin continued to exit the tubing. Customer filled cartridge with additional insulin to resolve the issue. Reportedly, customer did not remove air properly from the syringe during the load sequence. There was no reported impact to customer's blood glucose.